Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms over the past month. The customer's blood glucose level was not impacted. The customer changed out the infusion set site to resolve the occlusion issues. Reportedly the customer would continue to use the pump for insulin therapy.